Manufacturer narrative:
Actual device was not returned hence no device evaluation was performed. Medical records and images were not available for evaluation. Based upon the review of lot records, work orders and prior reports no issues were noted. Endoleaks are a known risk of the procedure, as identified in the product labeling. No conclusion could be drawn.

Event description:
It was reported that approximately 6 months post-implant of a bifurcated device, two suprarenal aortic extensions and one infrarenal extension, a follow-up computed tomography scan revealed a distal type I endoleak of the limb extension in the right common iliac artery. Reportedly, a follow-up computed tomography scan (approximately 5 days later), physician identified that there was not enough overlap between the suprarenal aortic extension and the bifurcated device due to the size and length of the aorta which was originally treated with an infrarenal aortic extension and an additional suprarenal aortic extension. Reportedly, 4 months later a computed tomography scan revealed a distal type I endoleak of a limb extension in the right common iliac artery. The patient was treated with an additional limb extension, which successfully corrected the endoleak. The patient tolerated the procedure well.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Remains implainted in the patient.

Manufacturer narrative:
Still images from initial implant were obtained. Still images were provided for clinical assessment. Based on the review of the images by a clinical representative, the ruptured aneurysm and endoleak type iii cannot be confirmed, as no angiogram runs from the index procedure or secondary procedure were available. The still images post-implant indicates a good seal. The images indicate that the patient had severely angulated aneurysm which may have likely caused or contributed to the event. The potential root causes of the type iii endoleak were off-label use of the device to treat ruptured aneurysm, severely angulated aneurysm, and lack of adequate overlap, as indicated in the event description. There is no indication that the device could have contributed to this event.

Manufacturer narrative:
Based on the review of lot records/ work orders and prior reports, no issues with the lot were noted. Actual device was not returned hence no device evaluation was performed. Endoleaks are a known risk of the procedure and are identified in the product labeling, under potential adverse events. No conclusions could be drawn.

Event description:
It was reported that approximately 6 months post-implant of a bifurcated device, two suprarenal aortic extensions and one infrarenal extension, a follow-up computed tomography scan revealed a distal type I endoleak of the limb extension in the right common iliac artery. Reportedly, a follow-up computed tomography scan (approximately 5 days post-index procedure), physician identified that there was not enough overlap between the suprarenal aortic extension (refer to MDR # 2031527-2013-00325) and the bifurcated device due to the size and length of the aorta which was originally treated with an infrarenal aortic extension and an additional suprarenal aortic extension. Approximately 6 months later a computed tomography scan revealed a distal type I endoleak of a limb extension in the right common iliac artery. The patient was treated with an additional limb extension, which successfully corrected the endoleak. The patient tolerated the procedure well.